Manufacturer narrative:
The pump passed all functional testing, including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No moisture damage on the electronics assembly was noted during tests. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose around 400 mg/dl. The customer's blood glucose was 216 mg/dl at the time of call. The customer stated that they treated the high blood glucose with the insulin pump. The customer stated that the drive support cap appeared normal. The customer declined to check for issues. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The customer stated that they believe that the insulin pump was causing the high blood glucose. The insulin pump will be returned for analysis.